Event description:
Pca pump continous infusion with hydromorphone in monoject syringe by (B)(4), alarming occlusion. Pca tubing, IV site and tubing assessed. Monoject syringe defective, pressure of plunger to push medication out was difficult. Monoject syringe changed. Patient was supplemented with oral pain medications during the 1.5 hrs off the pca medications.